Event description:
Customer states they have been receiving broken tubes for a while. They cannot tell the tubes are broken due to the hemogard cap. A tech cut her thumb removing the stopper. Tech and source tested for hiv and hepatitis (all results were negative). No stitiches or medcal intervention required. Bd has assembled a "six sigma" team to address these issues.